Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime asystole episode counter is 22.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an episode of asystole was recorded on the implantable cardiac monitor. Artifact was noted on the episodes. Follow up information provided that the asystole episode was artifactual secondary to loss of electrode. The device remains in use. No further patient complications have been reported as a result of this event.